Manufacturer narrative:
Per the user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 505 mg/dl with elevated ketones. Pump supplies were changed. Boluses via pen and pump were delivered to address bg. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2018. Tandem clinical diabetes specialist (cds) performed a pump system check with the customer and an air bubble was found in the infusion set tubing. Cds reviewed the importance of avoiding air in tubing with the customer's parent. Additionally, the non-tandem infusion cannula was found to be bent. Tandem clinical diabetes specialist recommended switching to steel cannulas.